Manufacturer narrative:
Updated fields: b4, e1(site country), g3, g6, g7, h2, h4, h6 (type of investigation, investigation findings, component codes and investigation conclusions), h10, h11. Corrected fields: d5(other operator of med. Device). The repair have been completed, to fix the issue fse replaced the safety disk and drive manifold and performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. Issue was reproducible before repairs. Unit is a demo unit and not for clinical use.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate this unit. The malfunction was reproducible before repairs. The scroll compressor needs to be replaced to fix it. The repair is ongoing and has not been completed yet. The unit was returned to the customer (getinge ca sales division) only for demonstration, not allowed for clinical use. A supplemental report will be submitted upon completion of our investigation the full name of the event site was shortened due to field character limit; the full name is (B)(6).

Event description:
It was reported that before use the cardiosave intra-aortic balloon pump (iabp) had autofill failure. There was no patient involvement, and no adverse event was reported.